Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse, but further repairs are needed. No conclusion can be drawn as further repair info is not available.